Event description:
Procedure: lap nissen. According to the reporter: the needle broke in half, one stayed in the device. The second one device did not open and remained closed and the third one, the needle could not remain in the device. All the issues occurred during the same surgery. The issue occurred during the loading of the device. There was no difficulty in toggling. The patient was not injured. Half of one needle did remain in patient's cavity. The dr did rinse the cavity, took x-rays and located the section of the needle and established that the position of the needle will not be harmful to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (device did not open) and (B)(4) (needle could not remain in device)were opened to capture the additional devices reported under ftr (B)(4) (needle broke).